Manufacturer narrative:
Images were provided for review and confirm a broken cable at the distal end of the instrument. Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted lobectomy surgical procedure, the maryland bipolar forceps broke the steel cable. The procedure was completed with a backup maryland bipolar forceps with no reported injury.